Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: during investigation, moisture damage was observed in the battery compartment and internally in the pump. There was evidence of moisture under the display lens. The pump was completely unresponsive due to the moisture damage. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (display issue) issue. Reporter alleged smoke behind the display occurred after the pump reportedly was on fire. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.